Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hub was cracked/broken. It was reported that the plastic piece or collar on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium luer hub, is physically damaged. The caller reported that the plastic collar is broken in half. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hub was cracked/broken. It was reported that the plastic piece or collar on the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium luer hub, is physically damaged. The caller reported that the plastic collar is broken in half. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned revealed a broken condition in the hub area. No other anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue observed could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the broken hub could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-oct-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).